Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Not returned to manufacturer.

Event description:
Gradual return of pre op symptom, probably due to implant migration/subsidence. The device removed and replaced by fusion. Patient condition is good after the event.

Event description:
Gradual return of pre op symptom probably due to implant migration/subsidence the device removed and replaced by fusion patient condition is good after the event.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Date of report and if follow-up, what type were updated. No additional information was received, follow-up medwatch was submitted to send the result of the investigation & the root cause in order to close the complaint. Based on the product history records, the review of the case with the product manager, the recurrence of this type of event for this implant and on the fact that the product couldn't be evaluated, the root cause of the event cannot be determined. Requests for additional information and product return did not receive a response. The hypothesis about the root cause of the event : preparation incorrect. The investigation found no evidence to indicate a device issue. No conclusion can be made with available inputs.